Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 19.3 mmol/l (348 mg/dl) while wearing the pod between 24 and 36 hours on the leg. The patient felt pain when the cannula was inserted and upon removal of the pod noticed a lump or infection at the insertion site.the condition of the site worsened and 12 hours after removal of the pod the patient went to the emergency room (ER). The patient received tablets of amoxicillin to take for 14 days and unguent fucidin. The patient was not hospitalized and they were able to activate a new pod.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The investigation found no defects or manufacturing deficiencies that would contribute to an infection at the infusion site, the reported high bg (blood glucose) levels, or pain at the infusion site. The formed needle was visually inspected and no abnormalities were observed. Although no abnormalities were found, a root cause for the reported symptoms could not be determined.